Event description:
Customer reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Technical support provided guidance on resetting pump, and customer successfully resolved issue without further recurrence. Customer was advised to contact support again if malfunction code reoccurs, which they understood.